Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels 235 mg/dl on (B)(6), 191 mg/dl on (B)(6), above 300 mg/dl on 2/16. The customer delivered boluses with the pump to stabilize (bg) levels. A system check performed with tandem technical support indicated that the pump was operating as expected. Reportedly, the customer would change out the infusion set site.